Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. Additionally, the device displayed a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).